Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer found fm near the gel. The following information was provided by the initial reporter. The customer stated: "the customer reported that brown fm was found in a tube near the gel."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm), unknown was observed. Additionally, retention samples from bd inventory were visually inspected with no fm observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm unknown. Without the returned sample, and since fm was not seen in the retention samples, the fm could not be identified. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer found fm near the gel. The following information was provided by the initial reporter. The customer stated: "the customer reported that brown fm was found in a tube near the gel."